Manufacturer narrative:
Serial # not provided. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no sound from the remote speaker connected to the central station. The customer biomed did indicate that the associated bedside monitors were fully functional; they only lost audio from their central station. The pc was in a communication closet. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.